Event description:
Sudden stop of fresh gas delivery during operation. None of ventilator modes were operative. Error message "kion hardware failure" was displayed on screen. Report from customer sent to foreign authorities.